Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- device history lot part: 03.812.003 lot: 8800807 manufacturing site: hägendorf release to warehouse date: 07.mar.2014 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional data-a1-3, h4 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: unknown screw (part# unknown, lot# unknown, quantity 1), unknown trial implant (part# unknown, lot# unknown, quantity 1), applicator knob (part# 03.812.004, lot# 3491389, quantity 1), applicator outer shaft (03.812.001, lot# unknown, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. B5, d11: updated concomitant devices. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is synthes sales consultant. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, a patient underwent a minimally invasive (mis) transforaminal lumbar interbody fusion (tlif) surgery at l5-s1. During procedure surgeon was implanting a 11 mm t-pal spacer implant and towards the end of hammering implant in its final positioning, the inner black shaft of the implant holder broke off into an unknown screw. All of the pieces were removed and nothing was left in the patient. The implant was implanted with no patient harm. There was no surgical delay reported. Concomitant devices reported: unknown screw (part # unknown, lot # unknown, quantity 1), unknown trail implant (part # unknown, lot # unknown, quantity# 1), and applicator knob (part # 03.812.004, lot # 3491389, quantity 1). This report is for one (1) t-pal spacer applicator inner shaft. This is report 1 of 1 for complaint (B)(4).